Manufacturer narrative:
The picco catheter that was used during the reported event was not returned for investigation. Therefore it is not possible to confirm if there was a malfunction or any deviation from the spec. The reported malperfusion was most likely due to a thrombosis which is a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that, during the use of a picco catheter placed in the brachial artery of a patient for haemodynamic monitoring, a malperfusion of hand/fingers was detected and the catheter was removed. Since the situation did not improve two fingers had to be amputated. (B)(4).